Event description:
It was reported that the pt underwent surgery to replace both implantable neurostimulator (ins). Premature battery depletion was suspected on one. The pt status was reported as no health hazards. Reference MFR report #3004209178-2009-02931.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent, when analysis is completed.